Manufacturer narrative:
H3 and h6 codes - updated. D7a - single use device: corrected. The suspected device was returned for evaluation. Review of the event history log (ehl) showed a "high pressure" alarm multiple time. No discrepancies related to the complaint were found during visual inspection. A functional test was performed, and the reported issue was not confirmed. The root cause of the event was unable to be identified because the test results (the measured values) lied within the product specifications. As a preventive measure, the downstream occlusion sensor will be replaced with a known good one. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that bubble sensor errors occurred frequently. There was a patient involvement, but no patient harm or adverse event reported.